Event description:
It was reported that the patient passed away from natural causes. The patient had a stomach issue and while in hospital, the patient aspirated and was put on ventilator. The patient never recovered after this. The manufacturer attempted to obtain a medical assessment from the physician but no additional information was available. There were no reports of device-related issues from the patient prior to the passing.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.